Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. The customer's blood glucose was 150 mg/dl. During troubleshooting with a tandem clinical diabetes specialist (cds), it was discovered the customer was not filling the cartridge or practicing the proper air removal technique appropriately. Cds assisted the customer with the proper loading techniques and the customer was able to load a cartridge successfully.